Event description:
A kimberly-clark sales representative was informed that the adapter/connector of the 4.0 mm microcuff pediatric endotracheal tube (et) that attaches to the ventilator is "popping off" the et tubing. This event has reportedly occurred "a couple of times," and the customer does not believe this event is related to ventilator pressure. The customer was able to simply replace the adapter with the second adapter that is provided in the package. In one instance, the patient was reintubated. There was no report of serious injury or death. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident device or any of its components will not be returned for evaluation. However, retained samples from the lot of connectors and tubing used to manufacture the device were evaluated at the manufacturing site. All components were within specifications. The associated device's manufacturing work order was reviewed and did not document any deviations or non-conformances. The device is provided with two connectors; a low dead-space volume connector is pre-attached and standard volume connector is also provided. The current instructions for use states in bold type, "always ensure that the connector is firmly seated in both the tracheal tube and breathing circuit to prevent disconnection during use." A follow-up report will be provided when additional relevant information becomes available. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigation.